Event description:
In the cardinal health general laparoscopic packs that clinical staff use to open for our back table, there are drapes used for medical/surgical applications. Two laparoscopic drapes, from the same pack, were used today and both drapes had holes in them due to unfolding the drape when placed on the patient. One of the drapes had a hole near the arm board cover and the other had a hole right below the large fenestration for the surgical site. Both holes were created by the drape sticking together too much and once it unfolds, the drape stays stuck together which leads it to tear a hole. It is a safety concern to have drapes with these holes as they compromise the need of our surgical site infection rates to remain low. Also, the field must remain sterile and these holes make that difficult. Clinical staff had to use extra supplies to cover these holes, thus also increasing the cost of medical supplies. Both packs have the same expiration date and lot numbers.